Manufacturer narrative:
Case review: from a review of the sizing sheet, comments state that both external iliac arteries were very narrow (6-7mm), and there was a highly angulated proximal neck of 95'. In addition, the neck diameter narrows significantly (14-19mm) with partial thrombus and calcification present. With this information, there is a possibility that dislodged thrombus may have led to partial occlusion of the renal artery. At present, renal function has deteriorated somewhat but is stable. Despite the patient's anatomy being outside lombard medicals indications, the clinician states that the case was successful, the aneurysm was excluded and the clinician was happy with the result. There is no information to suggest malfunction of the implant. The DHR review and video reviews are acceptable, and therefore confirm that all inspection and manufacturing activities met specifications. The stent graft has performed as intended. No further investigation is required. The IFU was reviewed and the instructions regarding oversizing, inappropriate device selection, warnings and potential adverse events are fully described in it. No further updates required. Risk analysis: this event falls outside of lombard medical's risk analysis which makes the assumption that the patient is selected in accordance to the indications contraindications for use. In this case, the proximal neck of this patient's aneurysm was highly angulated (95 degrees) and therefore falls outside of lombard medicals indications for use. Lombard medicals hazards risk analysis has been reviewed and renal occlusion is listed in it. No further update is required. Lombard medical will continue to track and trend renal occlusion events in accordance to quality system procedures. Lombard medical now intends to close this complaint file.

Event description:
The original procedure was performed on the (B)(6) 2015 when the renal polar artery was intentionally occluded. Although the proximal end of the trough was very close to the renal ostium, both renal arteries were patent in the final scan. The aneurysm was successfully excluded in a 95 degree neck case, with both external iliac arteries very narrow (6-7mm). On the (B)(6) 2015, the patient was admitted to (B)(6) with sub-arachnoid hemorrhage. Further investigation revealed that renal function had deteriorated. On the (B)(6) 2015, an ultrasound CT was performed and on the (B)(6) 2015, a re-intervention was performed with (B)(6) to attempt access of the renal artery and re-establish flow. However, the attempt failed. The patient is stable. (B)(4).

Manufacturer narrative:
(B)(4). DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Further investigation is being performed and a report shall be filed upon conclusion.